Event description:
The patient underwent a procedure for abdominal aortic aneurysm where two vf detections occurred without shock delivery. This lead remains implanted and at the follow-up on (B)(6) 2016 normal device function was reported. There were no adverse patient side effects reported due to the noise.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.